Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was 594 mg/dl at the time of the incident. The customer¿s current blood glucose was 59 mg/dl. Customer treated with injection. The insulin pump will not be returned for analysis